Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported an error code 3062, residual liquid detected in the cuvette while running on the alinity c processing module. This issue was discovered after discrepant results were generated across multiple assays, but not reported out of the lab. The customer stated samples were being falsely elevated at critical levels. The samples were retested and generated normal results on another instrument and reported out. The customer was able to provide one example: sid (B)(6): initial total bilirubin: 21.7 mg/dl (reported to caregiver), repeat result: 10.2 mg/dl (immediately amended report sent to patient's caregiver). There was no treatment given and no impact to patient management reported.

Manufacturer narrative:
The alinity c processing module (B)(6) generated message code 3062 residual liquid detected in cuvette after the discrepant results were generated. The customer resolved the issue by replacing the cuvette washer dry tip on the instrument. No additional discrepant result issues have been reported since the dry tip was replaced. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending were reviewed, and no related trends were identified. The device history records were reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.section a1: patient identifier: initial: ni / correction: (B)(6).